Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the rca. Approximately 9 months post procedure, patient suffered hemorrhage of lower digestive tract which was treated with medication. Patient recovered. Investigator and sponsor assessed event as not related to index device but possibly related to antiplatelet medication. Patient was on dapt 24 hours prior to event.